Event description:
It was reported that the blade would not stay locked in the system 7 sagittal saw during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the blade would not stay locked in the system 7 sagittal saw during a procedure. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event, blade would not stay locked in the saw, was not confirmed in this case. During the inspection the service technician, mechanical engineer, and diagnostic engineer were not able to observe the reported comment, and the device met all qip and performance specifications. There was no failure found with the handpiece involving blade fit. Worn components were replaced as part of preventative maintenance and the device was returned to the customer.